Manufacturer narrative:
A new system was successfully implanted. No adverse patient effects were reported as a result of these observations. Available information suggests that the explanted products will not be returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were explanted due to a system infection.